Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too low or failed". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they took patient to cath lab and just got back. Trying to restart therapy but arctic sun device primed and then alert low flow and flow rate zero. Tried disconnecting and reconnecting already. Had stop therapy, drain and disconnect. Reconnected all 4 pads holding nowhere near clear connectors. Verified audible clicks with each connection. All lines straight. Fluid delivery line (fdl) secure. Restarted and device primed to low flow, air leak, patient line open messages and then 0 l/m flow rate (fr). System diagnostics: outlet monitor temperature (t1) was 52.9f, outlet control temperature (t2) was 52.7f, inlet temperature (t3) was 69.1f, chiller temperature (t4) was 42f, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, heater was 0, water reservoir level (wrl) was 4, system hours was 4156.6, pump hours was 3909.1. One chest pad had bubbles in connector. Had removed that chest pad. Water flow rate (wfr) was 2.3 l/m and marginal flow rate (fr). Advised to try swapped out pads. That chest pad might have a damaged connector which could occur with transporting or rotating patient. Nurse would call back if additional assistance was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that they took patient to cath lab and just got back. Trying to restart therapy but arctic sun device primed and then alert low flow and flow rate zero. Tried disconnecting and reconnecting already. Had stop therapy, drain and disconnect. Reconnected all 4 pads holding nowhere near clear connectors. Verified audible clicks with each connection. All lines straight. Fluid delivery line (fdl) secure. Restarted and device primed to low flow, air leak, patient line open messages and then 0 l/m flow rate (fr). System diagnostics: outlet monitor temperature (t1) was 52.9f, outlet control temperature (t2) was 52.7f, inlet temperature (t3) was 69.1f, chiller temperature (t4) was 42f, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, heater was 0, water reservoir level (wrl) was 4, system hours was 4156.6, pump hours was 3909.1. One chest pad had bubbles in connector. Had removed that chest pad. Water flow rate (wfr) was 2.3 l/m and marginal flow rate (fr). Advised to try swapped out pads. That chest pad might have a damaged connector which could occur with transporting or rotating patient. Nurse would call back if additional assistance was needed.